Manufacturer narrative:
Other text: UDI section of d4 is unknown. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit has a malfunctioning, damaged hose detection latch. There has been no report of patient involvement.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: device was received in poor condition. Front cover has nicks and scratches, microswitch has bent lever, pole clamp damaged, quick connect corroded, line cord faded, water tank is stained with rust deposits, outdated printed circuit board (pcb) and power switch. Functional testing confirmed the complaint. Root cause was attributed to a bent lever on the microswitch from usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received: event occurred during preventive maintenance checkup. There was no patient injury.